Manufacturer narrative:
The device was returned for evaluation where product investigation revealed that the reported complaint was confirmed. The motor gear box had seized and would not rotate causing the motor to overheat. The complaint investigation concluded that this unit succumbed to expected wear and tear and is in need of repair. No further investigation is required. (B)(4).

Event description:
It was reported that while using a dyonics powermax elite hand control, the unit overheated during surgery and got too hot to handle.